Manufacturer narrative:
The involved device was not returned to the manufacturing facility. Therefore, the failure investigation was limited to the review of information provided by the user facility and evaluation of the retain sample of the involved lot number and product code combination. Inspection and testing of a sample from the reported product code found no defects or anomalies and confirmed that product performance specifications were met. A review of the device history record and shipping inspection record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no indication that there was any relation to a defect or malfunction of the device. The event description and information provided by the user facility is most consistent with the transition segment between the urethane layer and the metal shaft came into excessive contact with a hard object, resulting in the peeling -off of the urethane layer off the shaft. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported a 260cm glidewire advantage came apart prior to intervention. Follow up communication with the user facility confirmed: during a routine case, sfa angio before any intervention the glidewire connection to the stiff portion of the gwa came apart; the wire did not separate altogether but it did come apart; a pinnacle sheath and glidecath were being used with the wire; there was no patient injury; the procedure was completed and; the patient is reported doing "fine".